Event description:
It was reported that the pt experienced hypertonia after recent pump and catheter replacement. The catheter was revised; no add'l info was provided. The pt had no injury.

Manufacturer narrative:
.